Event description:
Consumer complaint of blood result reading of "hi". Customer says she got a hi reading. Customer says time and date on her meter changed after hi reading. Customer says she knows what hi means. Based on the "hi" results obtained from the customer, the complaint is reportable. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014). Most likely underlying root cause of malfunction: interferents present in user's blood, blood test >600mg/dl.